Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5058322.

Event description:
It was reported that the lead had multiple high impedances, and the patient experienced inadequate pain relief and shocking stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were retained by the medical facility.